Event description:
The customer reported that a sample with a weak rh positive reaction was reported as negative by the ortho provue analyzer. According to the customer, rh testing was performed on (B) (6) 2009. The sample reacted negative. Visual inspection of the processed gel card was not performed. The customer indicated that the blood bank repeats testing on all new samples without a previous history. The customer repeated the testing in tube using competitor's reagents with the sample and a weak d positive (2-3+) was obtained.

Manufacturer narrative:
The pt was reported as rh positive. No erroneous results were released. Customer obtained a new sample when pt returned to the hospital on (B) (6) 2009 and tested the sample on provue with a 1+ rh reaction. The customer then repeated the sample from (B) (6) 2009 using the same lot of gel cards and obtained a 1+ rh reactivity. No definitive root cause was determined. This customer has not logged any complaints against this analyzer since this incident. (B) (4).